Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6), it was reported by a distributor via sems-(B)(4) that an ar-6480 dw arthroscopy pump had a very weird sound in the wheel and gave a continuous flow, would not stop and never reached the preset value. This was discovered during a procedure with no patient harm. Additional information has been requested. Additional information was provided (B)(6): it was reported the issue occurred during two separate knee arthroscopy procedures (refer to case(B)(4)). Ar-6410 main pump tubing was used with the ar-6480 dw arthroscopy pump. The pump setting used was reported to be the default knee setting. The case was completed with another pump. No clamp or pressure test was performed, and no alarms or error messages were observed before or during the event.